Manufacturer narrative:
The complaint could not be confirmed. The customer stated that their in house biomed checks the pump. Therefore, no evaluation was performed. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the "open menu" button option did not work. The maquet representative was ready to walk the customer through to switch out the iabp pump over on the phone. However, the patient was not switched to another iabp and therapy was continued. No patient injury was reported.